Event description:
It was reported by the hospital lvad coordinator that during the implant procedure, while coring of the ventricular apex, the coring knife was found to be dull and would not core through the apex, leaving only a mark on the surface. The surgeon then decided to use scissors to cut the core of the ventricular apex without injury to the patient.

Manufacturer narrative:
The coring knife has been returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.